Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that per nurse, she will see patient on dec. 2nd to check impedance. Patient is able to make therapy adjustments as needed, however the neurostimulator does move when patient is in certain body position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. The reason for call was the patient had recently received a new handset from healthcare it and wanted assistance in "setting it up." Patient services walked the patient through pairing the communicator (sn (B)(6) to the handset and initially saw "no device found" on the application when they hit "find device." Patient stated they couldn't really feel the ins but then shifted positions and reported that the way they were sitting, the implant was now poking out. Patient services asked the patient to clarify their comment if they meant by the implant poking out, they meant they were able to shift so the ins was closer to the surface of the skin and the patient stated that the ins "moves around a little", that normally they couldn't feel it but if they sat down it would poke out. Patient stated they thought it had always been like that since they got it. They stated it didn't hurt, it wasn't moving around randomly, it was just that it was kind of like "if you had a pimple, I know this is a bad analogy, but the pus wouldn't come out until you started to squeeze the pimple and then you could see it come out." Patient stated "that's what the ins is like. You put a little pressure on it and then it pops out." Patient services reviewed device description/function and therapy expectations with the patient and asked if the patient was getting a 50% or greater reduction in symptoms and the patient stated that they thought it had been kind of on and off in terms of symptom relief and in the last year, (patient stated in (B)(6) 2024) it seemed like their symptoms were back to the way they were before implant. Patient stated they were the kind of person where they had things that didn't work with them like they would with a normal person and that when they took a medication, it wouldn't work the same for them as it normally would for other people. Patient stated that they were going to go in to work with their managing health care provider to see if they could find a new program and to make sure the therapy was working the way it was supposed to be. Patient stated their health care provider (hcp) had previously told them to call patient services to set up their new handset so their reason for call was met. Patient was able to successfully connect to see their settings and the therapy was on. Patient services then walked the patient through ending their session and redirected the patient to follow up with their healthcare provider to further address the issue. The external devices were functioning as intended. Patient services warm transferred the patient back to healthcare it because the patient didn't think they'd gotten a return shipping label when they received their replacement handset yesterday (B)(6) 2024 and they knew they needed to send it back. Patient services also wanted to note that when patient services told the patient to place their communicator over the ins site, the patient groaned and said they had a sore right arm and "of course" the ins was on the right side so they were groaning about reaching back to place the communicator over the ins. Patient was then able to successfully connect and made no further comment about their sore arm. Documented reported event. No further action was taken by patient services.